Manufacturer narrative:
The product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 2 of 4.

Event description:
The trocar was lose in the eye and was leaking. The surgeon had to fix the trocar with a suture. After the trocar was secured the surgery was completed without any adverse effects for the patients. There was no patient impact or injury and no loss of vision.